Event description:
It was reported that the insulin pump alarmed low reservoir which could not be cleared due to an unresponsive keypad. The customer's blood glucose was 347 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test. Low reservoir alarm function properly and all buttons function properly. No damage to keypad traces noted. Insulin pump had moisture damage was noted on keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.